Event description:
Itchy reaction all over body after catheterization.

Manufacturer narrative:
No info regarding lot. The prod was not returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be rec'd, a f/u report will be filed.